Event description:
Healthcare professional reported right side capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: the serial numbers were provided as (B)(4) however, as it is unknown which side the event occurred, they were not populated. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture baker grade unknown, to an unknown side. Device remains implanted.